Event description:
A customer reported that they obtained high readings on their precision pcx meter. The customer reported that they obtained a reading of 7.5 mmol/l compared to 3.2 mmol/l with a laboratory meter within a 10 minute timescale. All tests were performed on the arm. When plotted on a parkes error grid the results fell in the "c" zone, results in this zone are deemed clinically significant. There was no report of death, serious injury or mistreatment. The customer's meter and test strips have been requested for investigation.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.